Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer's pump showed the incorrect date and time setting. There was no reported impact to the customer's blood glucose level. Tandem technical support instructed the contact on how to change the settings.